Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a slight pocket erosion. The pacemaker was visible upon checking the pocket. The physician performed a pocket revision. The patient was stable before, during and after the procedure and was prescribed antibiotics for healing.